Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. No medical records, autopsy, or death certificate have been provided. Addendum: h11: this supplemental emdr is submitted to document additional information provided on alleged patient death and to correct date of implant, date of event. Based on the medical record review, post implant of ventrio mesh, patient was diagnosed with bowel perforation, infection, erosion, fistula, mesh migration thereby underwent open repair with the removal of mesh. On (B)(6) 2017, the patient passed away. Per plaintiff profile form, patient had bowel perforation, infection, mesh erosion, pain and death. No autopsy report, death certificate or specific details regarding patient's death have been provided in medical record. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2013) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b6, b7, d1, d3, d4 , d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10, h11. Corrected fields: b3 (date of event), d.6 a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio. (B)(6) 2017: the patient passed away. This short form complaint asserts a claim for wrongful death by the personal representative for the estate of the patient. The attorney is making a claim for an adverse patient outcome against the ventrio. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral hernia, adhesions thereby underwent laparoscopic to open repair with the implant of ventrio mesh. Per operative notes, ¿the adhesions were taken down. The defect was noted near umbilicus. A ventrio mesh was placed to defect and secured using sutures.¿ (B)(6) 2017 ¿ patient presented with severe shock thereby provided pressors and significant resuscitation. (B)(6) 2017 -patient was diagnosed with perforated bowel thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh from previous repair which was involved with small bowel. There were several areas of small bowel that the mesh had completely eroded through that had created enteric fistulas that were migrating through the fascial wall and into the subcutaneous space. The mesh was dissected off. A portion of small bowel was resected. A small area of infected subcutaneous tissue was noted and defect was closed using sutures.¿ (B)(6) 2017 - patient was passed away.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. No medical records, autopsy, or death certificate have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio. On (B)(6) 2017: the patient passed away. This short form complaint asserts a claim for wrongful death by the personal representative for the estate of the patient. The attorney is making a claim for an adverse patient outcome against the ventrio. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."